Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph; the sensor featured working properly. No unexpected low battery alarms noted during our testing or found at the downloaded insulin pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl. The customer reported heart symptoms/issues. The customer was treated at the hospital. The customer was off the pump for less than 48 hours prior to the hospital visit. The customer also reported issues with the sensor. The insulin pump will be returned for analysis.